Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported mechanical jam (lock line - inability) was confirmed via device analysis. Additionally, a knot in the lock line was observed. The reported difficult to open or close (clip open inability - anatomy), difficult to open or close (clip jumping), unintended movement (clip open - locked), and expulsion (ccd) could not be replicated in a testing environment. Additionally, the lock line was broken and frayed, the gripper cover was torn, and the harness was broken and deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported/ observed mechanical jam (lock line - inability) associated with the lock line resistance and inability to remove the lock was due to the lock line knot. The cause of the observed material deformation associated with the lock line knot could not be determined. The reported difficult to open or close (clip open inability - anatomy) associated with the inability to open the clip after pulling on the lock line appears to be due an inability to put enough tension on the leaf spring to fully unlock the clip from the circumstances of the lock line (pulling on one end with knot on other end). The reported expulsion (ccd) associated with the clip detaching from the valve was due to the clip jumping open. The reported difficult to open or close (clip jumping) and unintended movement (clip open - locked) associated with the clip jumping open upon retracting the dc appears to be due to the dc retraction giving additional tension to the lock line (lock line knot was stuck in dc), which allowed enough tension on the leaf spring to fully unlock the clip. The observed break associated with the lock line break, the observed material frayed associated with the frayed lock line, the observed material split, cut or torn associated with the torn clip cover, the observed break associated with the broken harness, and the observed material deformation associated with the harness deformation, all appear to be due to circumstances during withdrawal and removal of the clip (clip partially pulled into sgc tip while open to restrict movement during removal; lock line cut during clip removal; clip removed with clamp). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report complete clip detachment, requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4+. The first clip was implanted with no reported issue. Another clip was implanted on the mitral valve; however, during lock line removal, a resistance was met after pulling part of the lock line. Several attempts were performed, but the lock line was not able to be removed. It was then decided to open the clip and remove it; however, the clip was not able to be opened. After several unsuccessful attempts, it was decided to deploy the clip. During retraction of the delivery catheter (dc) handle, the clip jumped open and was attached to only the lock line. The dc handle was pulled so the clip is close to the guide. The system was then pulled to the groin. A clamp was then used to remove the clip from the groin. The procedure was then aborted with final mr at grade 1-2. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.